Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was experiencing a period of transient optical instability followed by a sensor check, which returned the system back to the initialization phase. The user subsequently completed this process, and the system was working to stabilize. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to allow the system to clear the calibration history and any potential calibration misalignment. Post re-link, additional monitoring showed that bg values met sg trends well, with occasional differences due to lag between the sg and bg inherent to sensing technology. Customer care recommended the user to continue using the system and to call back if the issue persists for further troubleshooting. However, further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and the information could not be relayed. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.